Event description:
It was reported that the dorsal column stimulator was ineffective. There was ineffective pain relief reported. There were no patient injuries noted and the patient recovered without sequela. The device was not replaced. It was further reported that the patient had not had a 50% or greater symptom reduction. The cause was determined to be not device related. It was unknown if reprogramming was needed. The patient had developed significantly increasing lower leg extremity pain over the past 6 months. The patient had good relief with intrathecal morphine. An MRI was done which showed no additional stenosis or disc herniation.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, lot# v941685034, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3777-60, lot# v941685033, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4). Final device analysis of the stimulator (ins) revealed no significant anomalies. The ins was received with no telemetry. Accord ing to the trace report obtained from the ins after physician mode recovery, the total recharge count was 28. The last recorded recharge session done while the device was implanted was on 9/07/2013. The device was recharged for 2 hours and 34 minutes. The battery charged from 3.765v to 3.995v. A normal recharge was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 6 hours and 50 minutes from 1.955v to 4.005v final device analysis of the lead (serial (B)(4)) revealed no significant anomalies. The body had been cut through. Final device analysis of the second lead (serial (B)(4)) revealed no significant anomalies. The body had been cut through.